Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been received; however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a gynecological procedure in 2007. During the procedure, the handpiece would not fit properly into the connector and did not seat correctly into the motor drive unit. The patient had a large uterus and not a lot of space, so it was decided to convert to an open procedure to complete a total hysterectomy.